Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an MRI where the device was not placed into MRI mode, the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The reported observation of ¿ipg inoperable¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure. Clinician manual, arten600090483 MRI procedure information, contains information regarding potential adverse events that may affect the operation of the ipg.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was unsuccessful. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates surgical intervention was undertaken on 22 july 2022 wherein the ipg was explanted and replaced to address the issue.